Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding an issue with a pump pre-implant. It was reported that when the rep opened the pump to use they noticed a motor stall alarm and used another new pump they had on hand. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned for analysis and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.